Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was intermittently unresponsive. Reportedly, the wake button was indented on one side and had to be pressed the button multiple times to get the screen to turn on. Customer¿s blood glucose was not impacted. Reportedly, customer had manual injections for insulin therapy.